Manufacturer narrative:
Medical device expiration date: n/a. (B)(4). Investigation summary: thirty-two photos were provided for evaluation. The photos show a needle tip with discoloration. Per the tw records, the analysis of the samples will be performed by the customer and provide the report. This is the 1st complaint for lot # 9130964 for this type of defect or symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the symptom reported by the customer is confirmed. The source of the symptom is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 27 ga 1 in blt sq grd w/o shld had foreign matter and the needle was damaged. This was discovered before use. The following information was provided by the initial reporter: material no.: 301643, batch no.: 9130964. Description of complaint: during the in-process qc inspection, our technician found two non-conforming cannulas: one-piece has a nick/raised metal at the tip and one-piece has fm at the tip. This sample represents discolored fm at the tip, please see the images below.